Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 to 29 mg/dl at the time of the incident. The customer was driving at the time of the incident. The customer was given food, glucose gel, glucagon, intravenous fluids, and glucose tablets to treat. The customer experienced symptoms such as feeling weak and disoriented. The customer was wearing the insulin pump during the incident. The customer reported pump physical damage and sensor glucose versus blood glucose differences. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.